Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting rsm transport initialization errors on an alinity ci-series analyzer, serial number (B)(6). Through an extensive investigation, the fsr found multiple parts needed to be replaced, which resolved the customer's complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of historical data was done, which was adequate, with no trends found. Labeling was reviewed and adequately addresses safety and the use of personal protective equipment. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer states that while trouble-shooting their alinity ci analyzer, the hook of the rsm hit the racks which caused serum to splash on the laboratory technician's hands. The technician wasn't wearing gloves and had small wounds on his fingers. The technician immediately washed his hands with dakin's solution, a bleach-based cleaner. The technician was tested for (B)(6), as the source patients couldn't be formally identified. The technician required no further intervention or treatment and is doing well now.